Manufacturer narrative:
(B)(4). A service history review revaled that this device was not previously serviced for the reported condition. Baxter as conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress thorugh (B)(4). The field corrective action number has been provided.

Event description:
During an onsite visit, the baxter field service technician serviced a colleague infusion pump for failure code 810:11. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The tubing channel has been cleaned. An air in line test has been performed and the values were in range. A follow-up medwatch report will be submitted if additional information becomes available.